Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent minimum fill notifications occurred after the cartridge was loaded with 250 units of insulin. In addition, the customer alleged that the pump did not deliver insulin as intended. Customer¿s blood glucose level was 211 mg/dl to approximately 400 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.